Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h6(investigation type & component codes), h10, h11 corrected fields: d11, h6 (impact codes). Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) evaluated the iabp unit for the balloon not inflating and found that the vacuum reading is not pulling down far enough. A 5000 hr kit was installed and the vacuum was still out of spec. The fse checked the unit over and found a vacuum hose not sealing up good by the pump and found a cracked vacuum fitting that comes out of the side of the pump housing that the vacuum hose connects to. Fse ordered parts and returned at a later date and installed the new vacuum fitting that goes through the pump housing where the vacuum hose connects and installed new vacuum hose that goes up to the reservoir. The fse put the unit back together and ran unit thru a calibration check and all worked as it should. The fse performed a complete calibration and electrical safety test, unit is cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country),g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) would not inflate. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.